Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that a patient underwent a bilateral inguinal hernia repair in late 2007. Post-operatively in 2008, it was found that the patient developed an infection on the left side. The patient was prescribed antibiotics and "local cures." The infection was resolved by six days later. Additional information was requested; no further information was provided.